Event description:
The customer contact reported the pt received less tpn than intended. On an unspecified date, the device was programmed in the tpn mode to deliver a 3500ml volume to be infused (vtbi) of tpn with lipids, with a 1 hr taper up, a 1 hour taper down, for a duration of 14 hrs, and a 3500ml container size. At an unspecified time, the therapy was initiated. Reportedly, after the device alarmed that the delivery was complete, the device display indicated that 3500ml was delivered; however, the pt noted that approx 500ml remained in the solution container. There were no reported adverse pt effects. No medical interventions were required. The device was not removed from clinical service. Therapy resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.